Manufacturer narrative:
Per good faith effort (gfe) response received 10oct2025, the customer ultimately replaced the cooling fan, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1125 "cooling fan speed error" message was displayed. There was no patient involvement at the time the issue was discovered as the issue was found during device setup. No patient or user harm was reported. The customer called technical support to request troubleshooting assistance as a 1125 "cooling fan speed error" message was displayed during device setup. The biomedical engineer (bme) could not duplicate the reported error but confirmed that the 1125 error code was logged in the event log. The customer noted that the fan was operational, and the revolutions per minute (rpm) was in specification in pneumatics. Also, the power management (pm) printed circuit board assembly (pcba) was the most recent version with pic 1.30 software. The remote service engineer (rse) advised the customer to replace the pm pcba to correct the issue and provided the customer with the part number of the replacement pm pcba for repair. Device evaluation and repair are pending, and this investigation is ongoing.